Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details, demographics regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. 1. Does the author/surgeon believe that ethicon products (vicryl suture) involved caused and/or contributed to post-op complications (incision infection and anastomotic leakage) described in the article? Please specify. 2. Does the author/surgeon believe there was any deficiency with the ethicon products (vicryl suture) used in this study? 3. If yes, please provide patient demographics for the patients that experienced the post-operative complications (incision infection and anastomotic leakage)? 4.were all these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: journal of surg oncology 2021; volume 123, pages s81¿s87; doi: 10.1002/jso.26333 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: effect of different reinforcement methods on anastomotic leakage prevention after laparoscopic double anastomosis the objective of the study is to investigate the effects of different suture reinforcement methods for anastomotic leakage and other postoperative complications after the use of a laparoscopic double stapling technique. From july 2017 to september 2018, 135 patients undergoing laparoscopic radical resection for colon cancer were included in the study. There were 76 males and 48 females, with an average age of 61.6 years and body mass index of 23.01 kg/m2. 11 patients met the exclusion criteria. Ultimately, 124 patients were included in the statistical analysis with 41 patients in the interrupted and continuous suture reinforcement groups each, and 42 cases in the control group. After double stapling technique procedure completion, the patients in the intermittent group underwent interrupted suture reinforcement using an absorbable suture 3-0 vicryl (ethicon) where a ¿figure 8¿ suture was placed on either both or one side of the anastomosis. The patients in the continuous suture group were used with a competitor¿s barbed suture while the patients in the non-suture group had no further suture reinforcement operations performed after the double stapling procedure. Complications include incision infection (n=1) and anastomotic leakage (n=2). In conclusion, intermittent and continuous sutures after laparoscopic double stapling procedure is effective, safe, and feasible on anastomotic leakage prevention. These procedures could be popularized in rectal surgery on patients with high risk of anastomotic leakage.